Event description:
The member reported the blood pressure monitor cuff squeezed tight and left bruising.

Manufacturer narrative:
The device associated with this incident was not returned for investigation. Should this device be returned, a supplemental report will be filed to document the results of the investigation.